Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, unexpected restart error test alarm and self-test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, unexpected restart error test alarm or external ram crc error alarm noted during testing. The low reservoir alarm functions properly during testing. Unit had minor scratched display window, scratched case and cracked battery tube threads.

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer had chest pain and was taken to the hospital where a stint was implanted. Customer was hospitalized due to high blood glucose and high blood pressure. Customer was hospitalized for six days. Customer was wearing insulin pump at the time of hospitalization. It was reported that customer received excessive no delivery alarms, unexpected restart error alarms and an external ram crc error alarm. Troubleshooting was performed on alarms except no delivery alarm as customer no longer had supplies. Customer declined troubleshooting for high blood glucose. Customer was advised that insulin pump would be replaced.